Event description:
During the eval of a returned spectrum infusion pump, 418 occurrences of "downstream occlusion" alarm were identified in the event history log. There was no pt injury or medical intervention required since these items were found during eval of the device.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of (B)(4). The reported "downstream occlusion" alarms were confirmed through an event history log review. The cause was undetermined. If any additional info is received, a f/u will be sent. The force sensor gasket, downstream tubing guide, and force sensor pusher were replaced.